Manufacturer narrative:
Analysis was performed by remote service personnel which included troubleshooting with the customer and reviewing the settings. The results of the analysis indicate the filtering needed to be changed. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was incorrect filter setting. The issue was resolved by the remote service personnel guiding the customer to change to 50hz filtering, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an m x 450 device indicating that the hr displays 0. The waveform was complete: the heartrate value was 0 and the alarm cannot analyze the ECG. The device was in use on a patient at time of event; there was no adverse event reported.